Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure performed on (B)(6) 2012. According to the complainant, the procedure was performed without complication. On (B)(6) 2012 and for the next four days, the patient was seen to address pain and abdominal cramping. It was noted the patient's uterus was not draining properly. The soft-tissue around the internal os of the cervix was found to be swollen. Metronidazole (flagyl) was prescribed prophylactically as a precautionary measure. The doctor performed several cervical dilations and catheterizations in an attempt to drain the retained fluids, this proved unsuccessful. A pipelle biopsy instrument was used to open the canal and drain fluid and pressure was relieved. However, the cervix closed and fluid was retained. Upon the second attempt, a size 18 hanks uterine dilator was utilized to drain fluid with similar results; fluid retention and cervical closure. Two attempts of catheter insertion to keep cervix open and allow fluid to drain also proved unsuccessful. There were no signs of obstruction or stenosis observed and the physician believed it is just "soft-tissue swelling" which keeps closing the cervix. Additionally, there were no signs of infection nor fever as this was confirmed by the results of a "fluid culture" performed. Follow up received on (B)(6) 2012 confirmed the physician did not believe the hta procedure was the cause. He performed a laparoscopic hysterectomy when the final catheter attempt failed. Although an attempt has been made, patient's current condition is unavailable at this time.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.